Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73h1800499 was manufactured on 08/16/2018 a total of (B)(4) pieces. Lot was released on 08/24/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next clip. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Although both remaining clips fired properly, the broken ratchet could prevent clips from firing properly. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet could prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, both remaining clips were able to properly fire. However, it was found that the ratchet ears were broken which could prevent clips from firing properly. Although the reported defect was confirmed, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that on (B)(6)2019 the clip was stuck during usage on the patient in liver surgery which caused the clip not to be uploaded into the applier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2019 the clip was stuck during usage on the patient in liver surgery which caused the clip not to be uploaded into the applier.